Manufacturer narrative:
Corrected data: in review, it was noted that the following information was inadvertently not captured in the initial emdr report; therefore, it has been included in this supplemental report: there was no patient injury reported; the patient is doing fine post operatively. The replacement lens was a non-johnson & johnson surgical vision iol. Additional information: device available for evaluation: yes. Returned to manufacturer on: 4/16/2019. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a little jar at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate is between (B)(6) 2018 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted due to undefined mechanical complications. There was no incision enlargement, no vitrectomy, and no sutures used. No additional information was provided.